Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called via phone call to report the customer experienced low blood glucose levels of 38mg/dl. The customer daughter mention calling in regard of the recall on the infusion sets. The customer was assisted by ems because daughter could not open customers door. The ems responders were able to get the customers blood glucose levels under control. The customer did not have to go to the hospital. Decline to trouble shoot low blood glucose levels due to having a doctors appointment.